Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During the incoming inspection at olympus india, cracks on the distal end and clogged air/water channel of the referenced device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that cracks were attributed to external force applied to the distal end. For the clogged channel, there is the possibility that a foreign objects got into the air/water channel during an endoscopic procedure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus india, it was found that the distal end cover was cracked. There was no report of patient injury associated with the event.